Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection, alarm log review and functional testing were performed. The alarm log review and power on self test identified the f-94 alarm. The alarm was caused by a damaged main battery. The battery was replaced and the pump was serviced to meet functional specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump experienced an f-94 alarm (configuration option settings checksum is not 0). There was no patient involvement. No additional information is available